Manufacturer narrative:
The gluc3 reagent lot number 84976201 with an expiration date of 31-mar-2026. The altp2 reagent lot number 88078201 with an expiration date of 31-may-2026. The astp2 reagent lot number 87079901 with an expiration date of 30-apr-2026. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 (gluc3) assay, altp gen.2 (altp2) assay, and aspartate amino transferase (astp2) assay on a cobas c 503 analytical unit. Gluc3: initial result: 34.0 mg/dl. Repeat result: 83.0 mg/dl. Altp2: initial result: 344 u/l (accompanied by a data flag) astp2: initial result: 32 u/l (accompanied by a data flag). The lipemia index was 263. The sample was repeated with a dilution factor of 1:2, resulting in: altp2: 1st repeat result: 248 u/l (accompanied by a data flag). Astp2: 1st repeat result: 53 u/l (accompanied by a data flag). The physician questioned the altp2 and astp2 results, and the sample was then repeated for a 2nd time, resulting in: altp2: 2nd repeat result: 13 u/l. Astp2: 2nd repeat result: 30 u/l. The lipemia index was 11. Altp2: 3rd repeat result: 16 u/l. No questionable results for gluc3 were reported outside the laboratory.

Manufacturer narrative:
The alarm trace showed multiple abnormal aspiration alarms on the date of the event. This can be an indication of poor sample quality. The calibration for glucose was last performed on 15-jul-2025, and it was acceptable. The qc on the date of the event was acceptable. The field service engineer found that the cause was due to a buildup on the rinse mechanism (component failure), which did not allow for proper movement of the rinse mechanism probes in the vertical direction. He cleaned the rinse mechanism and probes. Precision studies were performed, and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.